Event description:
The manufacturer received information alleging an everflo oxygen concentrator was alarming and shut down. The patient was taken to the hospital because low oxygenation. The investigation is still ongoing. The manufacturer will submit a follow up report when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly was alarming and shut down. The patient was taken to the hospital for low blood oxygenation. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The manufacturer found the compressor to be locked. The compressor was replaced to address the issue. Product labeling states, "where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use."